Event description:
A (B)(6) result and a (B)(6) result were obtained for a patient sample. The customer contacted the physician's office and they were expecting a (B)(6) result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that cause for the discordant advia centaur (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.